Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that blade not returned and could not open the jaw. During the lobectomy surgery, the blade could not return and the jaw could not open. Used other device to complete the procedure. There was no report on the patient injury.

Manufacturer narrative:
(B)(4). Corrected data, MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and has been revised to not reportable. Additional information requested and received: was the device locked on tissue with the jaws closed? No, the firing was finished if yes, how was the device removed? Opened the jaw manual with big force.